Event description:
Through implant patient registry and investigation, it was learned a 27mm 8300ab aortic valve implanted seven (7) years, six (6) months, was explanted due to stenosis. Patient presented with shortness of breath. The explanted device was replaced with a 27mm 11500a aortic valve. Patient was stable at the end of the operation.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. The most likely root cause is patient-related factors, including hyperlipidemia and diabetes mellitus.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve additional information and the device is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry it was learned a 27mm 8300ab aortic valve implanted seven (7) years, six (6) months, was explanted due to unknown reasons. The explanted device was replaced with a 27mm 11500a aortic valve. Patient post operative status noted as in recovery. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.